Event description:
The account alleged the bed exit is faint. No patient impact.

Manufacturer narrative:
The account alleged that when they went to replace external buzzer that audible alarm on the bed exit was not functioning. The technician suggested the account check their cable connections and cable assemblies for shorts. No further information is available on the repair of the bed at this time.